Event description:
It was reported that (4) devices were used during a sigmoid lsc procedure. It was reported by the affiliate that the atb45 instrument fired ok for the first two applications. The device misfired on the 3rd application, 4th and 5th misfired, resulted in hole in sigmoid. The case was converted to a laparotomy and the case or time was extended 6 hours.